Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the system malfunction was due to an internal self-test failure. Physical inspection of the unit found the reported issue was due to contamination (tobacco) from improper handling by the user. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system malfunction error message. There was no patient injury reported as a result of this incident.